Event description:
The customer reported to olympus that the brush was unable to feed through the evis exera ii colonovideoscope. During the device evaluation, it was found that there were foreign objects in the mouth guard piece. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: a leak from biopsy channel, the distal end plastic cover had deep scratched, the bending section cover adhesive had a crack, the object lens had tiny chips and cracked glue, the light guide lens had two cracks, while using a boroscope found a kink in the channel the forceps passage, the insertion tube had buckle near the insertion tube boot, the light guide tube had a buckle, and the control knob movement had play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel port could not be identified. However, it¿s likely the cause is related improper reprocessing due to leakage from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.